Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that while the site was driving their imaging system back to storage the motion batteries died. The site disengaged the clutch and moved the imaging system to the storage area. When the site plugged the imaging system in, it started charging. Issue resolved. There was no patient present when this issue was identified.